Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. Both haptics were removed from the optic and returned. Both haptics have a bulbous area on one end which indicates that a weld was performed during the manufacturing process. One haptic is bent in the gusset and distal area. The other haptic is bent in the distal area. Both haptic insertion areas o the optic are split/cracked. The optic edge is torn toward the center and another optic edge area is broken. The broken optic portion was not returned. A qualified associated cartridge was used. The viscoelastic and handpiece product information was not provided. It is unknown if qualified products were used. The haptics were removed completely intact from the optic. This may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke off during implantation. The procedure was completed without an iol implanted. Additional information has been requested.